Event description:
A customer reported issues with a pump's quick bolus/wake button, which was difficult to press and required multiple attempts to activate the screen. There was no adverse impact on the customer's blood glucose level. Technical support instructed the caller on how to press the button effectively without the pump being plugged in and assisted in removing the pump from its case. Despite these efforts, the button remained difficult to press. Consequently, technical support decided to replace the pump. The pump was under warranty, and the customer was informed about using multiple daily injections as a backup therapy. The customer was instructed on how to put the pump into storage mode and return it using a pre-paid label.